Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise causing pacing inhibition was seen on both the atrial and rv leads in (B)(6) 2018. The leads were later capped and replaced on (B)(6) 2018. Patient was stable before, during and after the procedure.